Event description:
It was reported the patient fell in (B)(6) 2012 and they had to replace the lead in the brain. The lead was replaced on (B)(6) 2012. Follow up with the patient¿s healthcare professional indicated the lead was explanted. An MRI and CT scan showed the lead was placed slightly anterior and lateral to the desired location. The patient had not recovered and the symptoms/issues were ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v260017, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).